Event description:
Healthcare professional reported "textured to smooth implant exchange". Later healthcare professional reported "ruptured" confirmed via ultrasound. This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported "textured to smooth implant exchange". Later healthcare professional reported "ruptured" confirmed via ultrasound. This record is for left side. Device was explanted and replaced.